Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss issues she was having with his insulin pump. Customer's last blood glucose was 197 mg/dl. Customer confirmed she visited the emergency room for high blood glucose about six or seven weeks ago. Her blood glucose was about 540 mg/dl. She was treated with an IV and her blood glucose began dropping. The next day she met with clinic representatives. She was wearing the device when hospitalized. After that, she switched to a longer infusion set. Since then, she has had no problems. She was advised to monitor the system and call back if needed. Nothing further reported.